Event description:
The following has been reported: biomed reported: "ticket also stated "broken". Cleaned and ran test infusion. No alarms patient status unknown." A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Correction: initial MDR submittted with incorrect catalog/model #'s in section d4, fu submitted to correct.

Event description:
No device was returned for evaluation. The customer was able to clean pin and run successful test infusion. Therefore, the pump was returned to customer use. An internal investigation was opened to investigate the reported issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.